Manufacturer narrative:
(B)(4). Concomitant medical products ¿ oxford twin peg femur catalog 161469 lot 864130; oxford tibial tray catalog 154726 lot 691750.

Event description:
It was reported that a patient underwent a knee revision procedure approximately two years post implantation due to unknown reasons. The tibial bearing was removed and replaced.